Event description:
The customer complained that all of the icons were displayed in the readiness indicator ('replace charge pak', 'low power' and 'service' indicator" and the device failed to turn on. There was no pt use associated with the reported complaint.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to a shorted capacitor, c177, on the analog circuit board assembly.